Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral hernia, when tacking the mesh, the surgeon had fire all 45 tacks from 3 tackers but only 4 to 5 can hold in place, some only tack onto the mesh but not on tissue. Replaced by another device to complete the case. There was no patient injury.